Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial mate adapters had cored stopper material into unspecified vials. This was observed during preparation by a nurse before use with a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured 04/20/2017 - 04/21/2017. The samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.